Event description:
No additional information received.

Manufacturer narrative:
Our quality engineer inspected the 7 photos submitted for evaluation. The issue of foreign matter, misassembly were confirmed upon inspection of the photos. Two photos confirm the reported defects for missing q-syte and foreign matter. One photo displays the device with the q-syte, but the top body and the septum are missing. The second photo displays small black marks on the stopcock, it is unclear if the fm is embedded or not. The reported defects were confirmed. However, bd cannot confirm the exact cause of the failures since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
Our quality engineer inspected the 7 photos submitted for evaluation. The issue of foreign matter, misassembly were confirmed upon inspection of the photos. Two photos confirm the reported defects for missing q-syte and foreign matter. One photo displays the device with the q-syte, but the top body and the septum are missing. The second photo displays small black marks on the stopcock, it is unclear if the fm is embedded or not. The reported defects were confirmed. However, bd cannot confirm the exact cause of the failures since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd stopcock q-syte had foreign matter. The following information was received by the initial reporter with the verbatim: no q-sites, black marks found during production at atom; 1 no q-sight, 13 black marks.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.